Event description:
With insertion of #12 trocar during laparoscopy, the left epigastric (inferior) artery was nicked. A mini-laparotomy was performed to stop the bleeding of the left inferior epigastric artery.